Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The initial MDR 1226181-2014-00308 was filed on june 06, 2014. Additional information (06/04/2014):the discordant result was not reported to the physician(s). The corrected result obtained on second repeat was reported to the physician(s). Additional information (06/04/2014): upon follow-up, the customer stated that no discordant results occurred on any other patient samples and no issues were seen since. The customer repeated the patient sample on the same instrument, obtaining the correct result. The cause of the discordant, falsely low vancomycin result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The discordant result was not reported to the physician(s). The corrected result obtained on second repeat was reported to the physician(s).

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The cause of the discordant, falsely low vancomycin result is unknown. Siemens is investigating this issue.